Event description:
It has been reported that the procedure was being performed in the pre-op area. The physician reported the proximal end of the stimucath catheter unwound preventing the attachment of the snaplock adapter. As a result, another kit was opened and the catheter was exchanged for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was okay.

Manufacturer narrative:
(B)(4). Sample will not be returned.